Manufacturer narrative:
(B)(4). Evaluation results: positioning difficulty; calcified iliac artery, attempt to implant a damaged device. Evaluation conclusion: positioning difficulty; calcified iliac artery; attempt to implant a damaged device.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 19 mm in diameter. The left iliac artery was severely calcified. The right iliac artery was aneurysmal measuring 29 mm in diameter and had severe thrombosis. It was reported that the back end wheel was found broken and the tip capture had been advanced up when the device packaging was opened. The stent graft and bare stent were still constrained by graft cover; however, it was not possible to get the tip capture back down inside the graft cover. The packaging was confirmed to be intact with no damage. The physician tried to snap the back end wheel unit back together and bring down the sleeve. The delivery system was then inserted in the patient from the left side; however, it would not advance due to calcification. The delivery system was removed and it was noted that there was a gap between the graft cover and the sleeve (the sleeve was half way up). The physician then tried to advance the sleeve but the (sleeve) kept coming away from graft cover. The decision was made not to implant the stent graft. The iliac artery was dilated then the decision was made to use a 25mm aui instead which was successfully implanted followed by a fem-fem bypass. No clinical sequelae were reported and the patient is fine. The device was returned and its evaluation has been completed. The device was returned bloodied. The stent graft was loaded within the device. Upon inspection of the delivery system, the tapered tip was advanced 7 mm from the graft cover. A latch from the wheel was missing, resulting in a hole/slot in the thumbwheel. The rest of the device was unremarkable. The two halves of the thumbwheel were separated easily with minimal force. Inspection of the two thumbwheel halves revealed a latch missing from one side. The break of the latch was a clean, shear break. Since the wheel was reattached during the procedure, it is unknown if the latch was broken upon receipt or when the wheel was reattached. The thumbwheel halves were separated and there was a gap between the graft cover and tapered tip. The root cause of the gap could not be conclusively determined; however, the cause is most likely related to the thumbwheel separation and use of the broken delivery. The cause of the separation was due to the damage to the locking mechanism of the component. The root cause of the thumbwheel damage could not be conclusively determined.